Event description:
Scissors were returned to service <(>&<)> repair for "broken blades".

Manufacturer narrative:
(B)(4). The returned device was evaluated. One of the blades was broken. No traces of impact were highlighted. Corrosion was present in the breakage zone. Corrosion indicates the presence of a pre-existing crack which could have weakened the instrument and led to the break. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).